Event description:
Same case as: 6000093-2007-00177. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 90% stenosed lesion being treated was located in the non-calcified, non-tortuous mid right coronary artery (rca). Access was gained through the right femoral artery. The patient had a 3.00x24 mm and 3.5x32 mm taxus express2 drug eluting stent successfully placed in the rca. Medications used during the procedure: asa and betablocker. Plavix and prescribed. Twelve days later, the patient presented with an acute post procedure myocardial infarction. Patient had not been taking his plavix due to an 'insurance' issue. The ejection fraction was 40-50% at the time the thrombosis was diagnosed. Angiojet and ptca was performed to correct the thrombosis. The physician does not feel the event is related to the taxus stent. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.